Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery cap on his insulin pump won't come off. The patient's blood glucose at the time of incident is unknown, but he recently had a low of 49 mg/dl which he treated with glucose tablets. Troubleshooting for the low was declined; however, troubleshooting was initiated for the stuck battery cap. The customer was advised through a couple different battery cap removal processes; the customer finally succeeded by using a large, flat-head screwdriver per 24-hour helpline suggestion. The customer was advised to monitor the pump. No products were returned and two replacement battery caps were shipped to the customer.